Event description:
Patient reported wrench and service error code - r203c. Troubleshooting unsuccessful. Patient further confirmed "twisting damage" to insertion point of the therapy cable. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
This file was originally submitted on 04/30/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned t/c passed weight and failed safety. The service error code indicates an interruption with the monitor to therapy cable communication during device power up due to a physically damaged therapy cable. Will continue to trend for future occurrences.